Event description:
It was reported that the customer was receiving a message stating the insulin pump was not found when trying to upload. The customer's blood glucose was 134 mg/dl. Troubleshooting was done. Advised caller to create a new carelink personal account and attempt uploading the insulin pump again. The customer was unable to upload the insulin pump and received the same error message. Nothing further reported.

Manufacturer narrative:
Displayable history check failed on startup alarm noted on alarm history screen due to corrupted history file. Unable to ulpoad to carelink pro due to corrupted history file. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip.